Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A manufacturing record review was performed by the device contract manufacturer. The review concluded that the catheter and the suture wing were manufactured within specifications and customer requirements. The assembly of the suture wing onto the catheter operation was reviewed. The instructions on this procedure are clear enough, contain pictures showing the correct position of the suture wing assembly on the hub along with incorrect assemblies. The reported failure mode is not considered related to the manufacturing process. The catheter was implanted for 23 days with no reported issues. We are unable to determine the exact cause of the event; however, it appears that enough force was applied to the catheter to dislodge it from the suture wing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hub came loose from the suture wing, causing blood leakage.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.